Manufacturer narrative:
(B)(4). Upon inspection the complaint was confirmed. The device was returned locked open. It was found that the opening cable had become lodged between the pulley and the toggle, preventing the device from closing.

Event description:
During a robotic mitral valve repair with laa management using atriclip procedure, when opening and closing the clip prior to inserting the device into the patient, it was discovered that the clip would not close. Another device was used without incident. The patient outcome was not affected.